Event description:
It was reported a revision of the constrained liner was performed due to dislocation.

Manufacturer narrative:
The associated complaint devices were not returned for evalulation. Please see attached file for our results of investigation. (B)(4).